Event description:
It was reported the tip of the cannula of this biopsy needle was noted to have a burr following removal of the needle from the pt during a prostate biopsy. A second device was also noted to have a burr during preparation (please reference 6000037-2000-00014). Another MFR's device was used to successfully complete to procedure without pt complications. The pt's condition is good. The device is currently being evaluated by this MFR. A supplement will be forwarded upon completion of the engineering evaluation. Directions for use state" "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair. Warning: test firing the needle without stablization may damage the cannula tip. Do not leave the needle cocked with the springs under tension until ready to use."